Manufacturer narrative:
Other applicable components are: product ID: 3888-33, lot# j0337579v, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported a loss of stimulation and stimulation in an undesired location. There was a report that the stimulation was usually in the left leg and lower back. The patient reported that their stimulator turned off and they didn't notice it. When they turned it on, it goes right to the knees and the patient couldn't get it in the back. No trauma or falls were reported that could be related to the issue. It was reported that the patient had the stimulation off because the stimulation was in the knees. The patient was on group b, program 1 at 3.20 volts and program 2 at 3.30 and the rate was at 40. It was reported that the patient programmer showed that the stimulation was off and turning on stimulation did not resolve the reported issue. The patient gets vibrating in the knees. It was reviewed to try to increase or decrease stimulation which still did not resolve the reported issue. There was a report that they tried to decrease program 1 and increase program 2 and they got the stimulation in their thighs. The patient tried to decrease program 2 and increase program 1 and they got stimulation in their elbow and shoulder. The patient reported that the patient programmer did work. There was a report that the device shut off and then they turned it back on to only get stimulation in the knees and not their back. It was later reported by the healthcare professional (hcp) that the patient has two leads and one lead was not working correctly. The hcp reported that the manufacturer representative (rep) reprogrammed around the issue and the patient would try that for a few weeks. It was stated that if that was not effective, they would plan a lead revision. Relevant medical history includes peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.